Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient's hip arthroplasty was revised due to a broken acetabular cage.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: 00662406520, self tapping bone screw, 62986245; 00662406540, self tapping bone screw, 62845867; 00662406540, self tapping bone screw, 62845867; 00662406540, self tapping bone screw, 62845867; 00662406550, self tapping bone screw, 63068727; 00700005820, trabecular metal revision shell, 63135641; 00662406530, self tapping bone screw, 62986255; 00662406530, self tapping bone screw, 62986255; 00711004828, cemented revision shell w/ liner, 62822911; 00877702801, biolox head, 2791415; 30.00.49-100, polished stem, 2792403.